Event description:
A customer contacted beckman coulter regarding an erroneously elevated accu tni result that was generated by the unicel dxi instrument. The elevated accu tni result was 1.18ng/ml. The elevated accu tni result was not reported out of the lab. The customer indicated that later on that day (actual time not provided by the customer) that pt sample was re-spun and retested for accu tni. The repeated accu tni result was 0.02ng/ml. The customer did not provide any additional info regarding this event. There has been no change to pt treatment or any injury that can be attributed to this event.